Event description:
It was reported that the stent recoiled after being implanted, requiring intervention. This 7x150, 130 cm eluvia stent was selected for use to treat a chronic total occlusion (cto) of the left superficial femoral artery (sfa), from approximately 50-100mm below the profunda to approximately 50mm above the popliteal. Access was gained from both a femoral contralateral and pedal approach. The physician had to floss to cross the cto at approximately mid to distal sfa; therefore, they were not in the true lumen when crossing the area of the cto. Intravascular ultrasound was performed which noted a dissection in that area approximately 50-75mm long. Angioplasty was performed of the cto area, followed by placement of this 7x150 eluvia stent in the distal sfa to the cto area to the mid sfa. Post dilation was performed with a 6x150 non-boston scientific balloon. The post dilatation balloon would expand fully, but when uninflated the stent would recoil in areas. It was noted that the radial force was not strong enough to keep the vessel open to the nominal size of the stent. Therefore, another 7x150 eluvia was placed from the mid sfa to the proximal sfa, overlapping the first eluvia within 5mm.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.